Event description:
It was reported during a laparoscopic cholecystectomy when firing an er320 the clips would not hold. Another er320 was opened and used to finish the case. The hosp always hold instruments in risk management until their paper work is complete and then the instrument is returned. There was no consequence to the patient.

Manufacturer narrative:
Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips. The reported incident could not be recreated.